Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking at quick release event on (B)(6) 2024. The infusion set was in use for 1 day. Blood glucose levels reported during the event was 600 mg/dl. The patient was hospitalized for less than 24 hours due to high blood glucose. Patient was treated with intravenous insulin drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.